Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 10 years post implantation due to a dislocation. Surgeon stated the cause of dislocation was due to age related changes in the patient¿s spine and pelvis. There is no further information available at the time of this report.